Manufacturer narrative:
It was reported that tech burned a patient. The device has not been returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a supplemental report to this document if new information becomes available.

Event description:
It was reported that tech burned a patient.